Manufacturer narrative:
(B)(4). The battery was received for evaluation and placed into a failure investigation test ventilator (fitv) for analysis. Visual inspection found no anomalies. Performance tests were completed by power cycling the unit, and no errors were generated. The battery was charged to 100%. The dc power source was disconnected and the test unit was allowed to operate on battery mode, remaining powered on for about 3.5 hours. The customer reported complaint was not verified.

Event description:
It was reported that, during patient use, a ventilator displayed "backup battery error: use only external battery". Although the ventilation did not stop cycling, the patient was transferred to another ventilator, with no reported harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The evaluation and repair of the device has not been completed.